Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during incoming inspection there was damage found with the sterile packaging, as it was dented/crushed. This event did not occur during surgery and had no patient involvement.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.